Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cut in the hose, loose components, and an e8 and e9 error codes. Therefore, the reported condition was confirmed. It was determined that the loose components were due to loctite deterioration. It was determined that the cut in the hose was from allowing the hose to come in contact with a sharp object. It was determined that the e8 and e9 error codes were from a worn motor. The assignable root cause was determined to be due to customer misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing process, it was observed that the motor device had e8 and e9 error codes and limo connection was loose. The event was not related to surgery. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.